Event description:
Additional information was received that during the implant procedure, the valve was implanted in the native annulus. Cusp-overlap technique (cot) was used and training guidance for slow deployment was followed. Prior to slowly withdrawing the delivery catheter system (dcs), the guidewire was retracted but the nose cone did not center. The dcs was not twisted or torqued at any time during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80%, the valve depth was 1mm on the non-coronary cusp and 4mm on the left coronary cusp. After release, the valve appeared to shift to zero but stable. Prior to withdrawing the delivery catheter system (dcs), the medtronic confida guidewire was pulled into the nose cone, but the nose cone would not center and stayed extended outwards toward the outer edge of the inflow. The dcs was advanced forward and attempted to be rotated; however, the wire extended and withdrawn but the nose cone would not center. As the dcs was retrieved, the valve then dislodged with the movement of the nose cone. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 13-oct-2025, UDI#: (B)(4). Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the transfemoral artery was used for access. It was unknown if a pre-implant balloon dilatation was performed. Per the physician, the cause of the dislodgment was the nose cone not centering despite withdrawing according to normal guidance. The nose cone caught the inflow edge of the valve dislodging it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.